Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent profile problem occurred. The estimated 12mm in length target lesion was located in a coronary artery. A 3.00 x 16 synergy(tm) drug-eluting stent was selected for use to treat the lesion. The device was inserted into the guide catheter and advanced to the coronary artery; however, after the stent was deployed, it was noted that the stent was a little shorter in length as the proximal end of the stent was very much lower than the proximal marker band creating a significant space between the proximal end of the stent and the proximal marker band. The stent was able to cover the lesion and the residual minimal waste of the lesion had not appeared significant to warrant further intervention. The procedure was completed. There were no patient complications reported and the patient's status was stable.